Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a hole in the delivery catheter's valve resulted in blood leakage. The catheter was replaced. No patient complications have been reported as a result of this event.